Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence. It was reported the patient was taken to the hospital. They stated that the patient will be in the hospital for a few days, he did not say why the patient was hospitalized. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.